Event description:
It was reported the patient¿s ipg¿s was dead. Surgical intervention was undertaken on (B)(6) 2022 whereby the ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.